Event description:
It was reported that (1) device was used during an endoscopic vein harvesting. It was reported by the rep that the al236 from the ftv13 kit had no clips come out. Another whole ftv13 kit was used to complete the case. There was an extended or time of 10 minutes.